Event description:
The account stated that the architect anti-hcv reagent generated a false negative result on a patient sample. The result was non-reactive at s/co 0.7 when the patient was tested last year (date not provided). The patient was re-tested this year and the result was reactive at s/co 1.3. The sample was retested after centrifugation and was again reactive. The account reported the reactive result. The qc was within range. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. This is an initial report. An investigation is in process. A follow-up will be submitted when the investigation is complete.